Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was having dinner with a friend and started feeling hazy, not making sense while speaking and began making hand gestures that the patient usually makes when the patient is experiencing high or low blood glucose levels. The friend was aware of these signals and drove the patient to the emergency room (ER). The patient's blood glucose levels were above 600 mg/dl. When the pod was removed, the patient noticed the pink slide did not move forward and the cannula deployed but appeared bent. The insertion site was bleeding. The pod was worn on the patient's arm for between 4 and 24 hours. Patient was placed on an insulin drip for treatment. The patient was released from the ER after 9 hours.